Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, error code 1813 was noted and after removal and replacement of batteries, error code 1860 was noted. No patient consequences were reported. No adverse effects were reported.